Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The unit was replaced by the customer. No repair information available.

Event description:
The hospital reported a system shutdown resulting in the loss of mechanical ventilation. The unit was replaced and case resumed. There was no report of patient injury.